Manufacturer narrative:
Correction: please retract this report due to the hypoxia symptoms were not related to pacemaker. The analysis found that the interrogation results was normal, visual screen was acceptable, device image download was successful and the preliminary test results was acceptable.

Event description:
New information received notes the patient presented to the hospital with hypoxia. The hypoxia symptoms were not related to pacemaker. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital with hypoxia. The pacemaker was explanted and replaced. The patient's status throughout the procedure was unknown.